Event description:
It was reported that an automated peritoneal dialysis (pd) set with cassette 4-prong being used with a homechoice device had air in the patient line. This was observed during the initial drain of peritoneal dialysis therapy. The cause of the air in the line was not able to be determined. The technical service representative advised the patient to restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.